Manufacturer narrative:
Concomitant medical products: 6947-58 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the intensive care unit post open heart surgery when an alert was heard. A remote monitoring transmission indicated that the alert was triggered due to oversensing indicated to be non-sustained episodes and short v-v intervals. Undersensing was noted on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.